Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged fungal infection requiring medication is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks and met specifications before and after patient placement. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions and treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: - ischemia to the incision or incision area. - untreated or inadequately treated infection. - inadequate hemostasis of the incision. - cellulitis of the incision area. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 02-oct-2025, the following information received via clinical records from the nurse practitioner were reviewed: on (B)(6) 2025, the patient presented with a yeast rash around the wound allegedly from the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Nystatin-triamcinolone ointment was prescribed for seven days. On 16-oct-2025, the following information was provided by the nurse: the yeast infection developed as a result of the activ.a.c.¿ ion progress¿ remote therapy monitoring system failing to maintain adequate suction, which caused wound drainage to accumulate beneath the v.a.c.® dressing. On 26-aug-2025, the device was tested per quality control procedure by solventum service center, and the device passed the quality control checks and met specifications prior to patient placement. On (B)(6) 2025, the device was placed with the patient. On (B)(6) 2025, the device was tested per quality control procedure by a solventum service center and the device passed and met specifications after patient placement. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.